Manufacturer narrative:
H.6. Investigation: ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 14jul2019 to date 14jul2020. ¿ complaint trend: this is the only complaint, # (B)(4), related to this issue of a waste line leak of biohazard material. Date range from 14jul2019 to date 14jul2020. ¿ manufacturing device history record (DHR) review: review of DHR part # 663029 serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, and risk analysis, the root cause of waste line leakage of biohazard material was due to the sticky vent valve in the waste tank. If the valve is not properly functioning, pressure may build up and fluid will leak, or the waste line may get detached identical to the findings in this case. After further evaluation of the issue, the fse (field service engineer) also confirmed the waste pump was not working. The fse performed the repairs by thoroughly cleaning the vent valve, reattaching the waste line tube to the waste tank, and replacing the waste pump (647939 - p2 aspirator pump) with a new one. According to the fse, the customer was using haz-tabs, chlorine release tablets, in the waste tank to aide in disinfecting biohazardous material. Haz-tabs may have contributed to the issue of the waste vent valve to be sticky. The tablets can cause parts to corrode and rust, which was also found on the tank probe, cap assembly, waste connectors. The fse recommended to use facsclean in place of haz-tabs to avoid similar issues in the future. In addition to the valve issue, the leak from the detached waste line may have contributed to the cease of the waste pump, which is supposed aspirate the waste. The fse verified this after testing and replaced the pump. He also secured the waste line fitting to the waste tank. Despite the exposure to biohazardous waste, the customer was not in contact with the fluid nor was there harm, injury or medical intervention done. Proper ppe (personal protective equipment) should be worn when handling waste. Facslyric¿s instructions for use, 23-19938-02 provides instructions and safety precautions with the waste starting on page 170. In conclusion, the cause of the waste line biohazard leak was due to the vent valve in the waste tank. After the repairs, the instrument was rebooted, tested and functioning as expected. The safety risk is low as there was no impact to customer health or safety. ¿ service max review: review of related work order #: 01533756, case # (B)(4) install date: 03sep2019 defective part number: 647939 - p2 aspirator pump work order notes: o subject / reported: lyric waste line leaking o problem description: dwaste line leaking from the connector attached to the left back side corner of the instrument. The connector going into the tank is rusty as well o work performed: jf 15/7/20: found tubing between vacuum pump and waste outlet port off of pump. Refit tubing to pump. Found poor operation of venting valve in waste probe. Cleaned out valve and test operation all ok. During testing found aspirator pump not functioning. Reload firmware but no change. Suspect damaged from waste fluid spraying inside fluidic compartment. Replace pump and test all ok. Full operational check and test of system with no further issues observed. Passed pqc all ok. O cause: root cause suspected to be sticking vent valve in waste tank probe caused by haztab use. O solution: recommend to customer to start using facs clean in waste tank and not haztabs as these cause corrosion of screws in waste probe assembly. Suspect vent valve not operating correctly by vapour from haztab use, this caused build up of pressure in waste tank which in turn caused the tubing to be blown off the pump, this then caused fluid spray to damage the aspirator pump. ¿ returned sample evaluation: a return sample was not requested because it is not a returnable part and was discarded. ¿ risk analysis: risk management file part # 10000063058, rev. 03/vers. T, bd facslyric system risk analysis was reviewed. No new hazard have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes? No? O tfs ID: 89177 o ID: libivd-ra-71 2.1.14 o reg status: ivd; ruo o hazard: exposure to biological sample. O cause: failed waste connection. O harmful effects: injury to operator due to spraying of waste. O risk controls: - robust design connection to the tank. The waste connection to the chassis is housed inside the system. - waste cap removed interlock. - follow universal precautions included in user documentation. O req link (tfs ID): 93782 libivd-did-1585 normal use o implementation verification: libivd-se-15-84ar, libivd-se-15-72p, libivd-se-15-51ir o effectiveness verification: libivd-se-15-84ar, libivd-se-15-72f,libivd-se-15-51ir o propabiltiy: 1 o severity: 1 o risk index: 3 o residual risk evaluation: a o new hazards: none mitigation(s) sufficient ?yes ?no ¿ root cause: based on the investigation results the root cause was due to the vent valve in the waste tank. ¿ conclusion: based on the investigation results, the root cause of the waste line biohazard leak was due to the vent valve in the waste tank. The fse had confirmed this issue along with a broken waste pump that he replaced. After the repairs, the instrument was rebooted, tested and functioning as expected. The safety risk is low as there was no impact to customer health or safety. See h.10.

Event description:
It was reported that the waste line is leaking outside of instrument during use with a bd facslyric¿ 3l12c instrument ceivd. The following information was provided by the initial reporter: waste line leaking from the connector attached to the left back side corner of the instrument. The connector going into the tank is rusty as well. 1. Was the leak contained within the instrument? No 2. Was the leak in a customer accessible location? No 3. Was there spray of fluid under pressure? Yes 4. What was the fluid that leaked? Sheath liquid+sample waste (blood/reagent) 5. What is the source of leak -- waste line 6. Was the customer exposed to blood or bodily fluids? Yes 7. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the waste line is leaking outside of instrument during use with a bd facslyric¿ 3l12c instrument ceivd. The following information was provided by the initial reporter: waste line leaking from the connector attached to the left back side corner of the instrument. The connector going into the tank is rusty as well. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? No. Was there spray of fluid under pressure? Yes. What was the fluid that leaked? Sheath liquid+sample waste (blood/reagent). What is the source of leak: waste line. Was the customer exposed to blood or bodily fluids? Yes. Was there any physical harm to the customer as a result of the leak? No.